Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device returned with the needle adjuster in the retracted position however the needle was exposed. The handle was manipulated and no movement was noted from the needle. The handle provided no resistance and the needle did not seem to be moving inside the sheath or the handle. The handle was disassembled for further evaluation, and it was confirmed that the needle had separated from the inner cannula. The needle was removed from the device and examined at the attachment point with the inner cannula. There did appear to be glue on the proximal end of the needle between the marked areas and on the luer threads. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report. The needle was unable to retract due to the needle breaking and detaching at the handle end. A root cause was not able to be determined for the breakage and detachment. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During eus fiducial insertion, the physician used a cook echotip ultra fiducial needle. It was reported that the physician had difficulty deploying the fiducials. There was no reportable information at this time. The device was received 11/16/2022. During evaluation it was noted, "the device returned with the needle adjuster in the retracted position however the needle was exposed. The handle was manipulated and no movement was noted from the needle." The needle was broken and detached at the handle end. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.